Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment date 2011-(B)(6).

Manufacturer narrative:
Lead: model 3093-33, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown. Programmer: model 3037, serial # (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation following an MRI for an unrelated medical procedure. There were no other symptoms reported and the patient was feeling stimulation at the time of the report. Additional information has been requested, but was not available as of the date of this report.